Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the codman certas valve with sg valve was implanted to a (B)(6) male due to sah (subarachnoid hemorrhage) via l-p shunt on (B)(6) 2021 with an unknown setting. The valve was used with the silascon lumbar catheter (manufactured by (B)(4), product code: (B)(4). On (B)(6) 2021, over drainage was observed by patency check, and the valve was replaced. The patient has recovered.

Manufacturer narrative:
The certas valve was returned for evaluation. Device history record (DHR) - the product code 828806 with lot: 5271413 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; no defects noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no over drainage issues were noted.

Event description:
N/a.